Event description:
During emergency generator testing, ventilators go on battery power but when power re-stored, ventilators do not revert to ac power. Do not reset, stay on battery backup. Dates of occurrence: 3/05, 4/05, 5/05.